Event description:
A report was received that the patient was experiencing a stinging sensation at her lead site. The patient underwent a revision procedure and the leads were repositioned. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50, serial # (B)(4), description: linear 3-6 lead, 50cm.